Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported knots. The reported physical resistance (difficulty removing the lock line) was due to the knots. The reported unexpected medical intervention was a result of case specific circumstance as hemostats was used due to the lock line knot. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted and placed on the mitral valve. While deploying the clip, it was noted the lock line (ll) was difficult to remove as there were two knots on the ll. The physician used hemostats to help with deploying the clip. Mr was reduced to a grade of 2+. There was no clinically significant delay in the procedure.